Event description:
Alleged event: the foley catheter did not deflate after two attempts. Water came out but the balloon remained inflated. The patient's condition was reported as unk.

Manufacturer narrative:
(B)(4). There was no complaint device returned for investigation. No catalogue number was provided. Therefore no physical assessment could be conducted. Review of current manufacturing process, all foley catheters undergoes 100% inspection, inflation, deflation and 30 minutes leak test prior to packaging. Any defective product will be culled out during this process. However, in the absence of returned sample and limited information available on this complaint, further investigation could not be conducted and therefore complaint is not confirmed.

Event description:
Alleged event: the foley catheter did not deflate after two attempts. Water came out but the balloon remained inflated. The patient's condition was reported as unknown.

Manufacturer narrative:
Qn#: (B)(4). The device sample has not been returned to the MFR for investigation at the time of this report. The MFR will continue to monitor and trend related events.